Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 4fc12 (0012146402); product type: flexcath advance sheath b5: event description updated d10: concomitant prod updated h2: ime (annex e) patient code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the the pericardial effusion occurred due to cardiac tamponade, and the blood pressure decrease was associated with the pericardial effusion. It was also reported that a sheath was in the heart at the time of the pericardial effusion.

Event description:
It was reported that during a cryo ablation procedure, it was attempted to advance the mapping catheter towards the left superior pulmonary vein (lspv); however, the mapping catheter moved towards the left atrial appendage instead. A contrast study was performed and the contrast flowed out near the tip of the left atrial appendage to the epicardial side. It was surmised that the tip of the mapping catheter or balloon catheter damaged the left atrial appendage, therefore an intracardiac echocardiogram was performed and confirmed pericardial effusion was present. The patient's blood pressure decreased and drainage was performed. Blood pressure improved and the procedure continued; however, blood pressure decreased again and the patient was hospitalized in the intensive care unit (ICU) while drainage was performed. The case was completed with cryo. It was also reported that bin files could not be obtained due to a problem with the console. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 106a3 (serial: (B)(6); product type: 0628-console product ID 990063-020 (228436367); product type: 0623-achieve catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.